Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the fourth inflation at 10 atmospheres at 6 seconds, the balloon ruptured from a pinhole located toward the distal tip from the center. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.